Manufacturer narrative:
(B)(4). Carefusion technical support dispatched field service to the user facility.

Event description:
The customer requested field service to come check one of their units, indicating that there was a problem with it. There was no other information provided by the customer regarding this issue.

Manufacturer narrative:
Failure analysis (fa) lab received a avea gas delivery engine (gde) and installed in a known good unit. Fa powered the unit in user mode and immediately duplicated the customer complaint of ¿circuit occlusion¿ alarm. Fa attempted to calibrate the inspiratory pressure xdcr. Applying 75psi, the xdcr railed high at 4095 a/d counts. During calibration, the complaint of ¿vent inop¿ condition was duplicated as well. The customer complaint of ¿circuit occlusion¿ and ¿vent inop¿ were duplicated and isolated to a faulty inspiratory xdcr (xdcr1) tca pcba.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and replaced the gde and verified performance and updated software to 4.6b. Passed all performance checks.